Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an error 5 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015 at 11:00am. The patient detailed that she manages her diabetes through diet and detailed that at 01:00pm she consumed food or drink. The patient stated that at 03:00pm, after the alleged meter issue, she developed symptoms of ¿confusion, blurred vision and shaking¿ and that she consumed food or drink. During troubleshooting the cca noted that it was not the first time that the meter had been used and the patient followed the correct testing procedure. The strips had not expired and completely drew in the blood sample. When the cca walked the patient through a retest, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reported developing symptoms suggestive of a hypoglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.